Event description:
Patient called lfs in 2004 and alleged that the test strips were peeling upon insertion into the meter. Pt stated that they have been unable to test for 2 weeks because of the problem. They reported that during those two weeks they were feeling nauseous and sleepy. They stated that they normally take novolog 70/30 twice a day based on their meter reading. For the past two weeks they stated that they were guessing at the amount of insulin to take. They also take avandia oral medications and they took it as directed. The pt stated that in 2004, they visited their physician because of their symptoms. The physician tested the pt's blood sugar and the physician's meter read 497 mg/dl. The physician instructed the pt to take their insulin when they arrived at home. The issue with the test strips was not resolved. Based on the info provided, there is evidence of meter malfunction; the pt was unable to insert the test strips because they were peeling upon insertion into the meter. There is evidence that this issue contributed to a serious injury; the pt was adjusting their insulin without knowing what their blood sugar results were, which led to a hyperglycemic event. The meter and test strips have been replaced for the pt.